Event description:
Three balloons ruptured on the first inflation during a subclavian vein dilatation procedure of a tight, calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. These devices have been destroyed by the user facility. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated these devices were used in a tight, calcified lesion which co believe contributed to this event and co does not attribute it to the devices. However, without evaluating the devices, co is unable to determine the exact cause for this event. Directions for use state: "due to the thin wall thickness of the xxl balloon, xxl balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts. If loss or pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."